Event description:
It was reported that the patient presented to the emergency room with chest pain after receiving inappropriate shocks. It was noted that the lead was heavily calcified, and showed signs of exposed coil. The lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.